Event description:
Caller reporting on a bard mesh perfix plug. Stated he had device implanted in (B)(6) of 2011 and has had seven surgeries since then. He wanted the device explanted because he had been experiencing negative side effects such as pain, falls, lack of sleep, dizziness, nausea, high blood pressure and calling out from working occasionally due to pain. The physician who initially implanted the device is on retirement and the other physicians only removed scar tissue. Caller stated he is not sure if the device has been recalled but will like to find a lawyer to pursue legal action. He wants the device explanted and does not want more exploratory surgery.